Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that when attempting to activate the safety mechanism on the introducer needle provided in the PICC kit, the plastic part you slide off that is suppose to engage the safety metal device over the sharp end of the needle will come off, but the metal safety device will not come with it. This means that the sharp end of the needle is still exposed meanwhile the metal safety mechanism stays at the bottom of the needle. We have carefully had to use the edge of the PICC kit to slide the metal safety piece over the tip of the needle to engage the safety mechanism.